Manufacturer narrative:
Evaluation summary: it was caused due to the x-ring defect. In addition, we confirmed that the ccd driver pcb defect; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The rotatable plug is leaky. Reason is a defective x-ring. This event occurred at the time of before use. There was no report of patient harm.